Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-nine-year-old male patient with acute myocardial infarction and cardiogenic shock was supported with an impella cp device placed through the femoral artery. During support, the patient developed distal limb ischemia, with the affected leg becoming mottled, cold, and without a detectable distal pulse. A peel-away sheath was removed and a repositioning sheath was advanced in an effort to improve perfusion. The leg color improved, though the distal pulse remained absent. No further interventions were performed as the patient¿s clinical condition continued to decline and the family elected withdrawal of care. The patient subsequently died. The ischemia was considered related to the patient¿s severe underlying disease and vascular compromise rather than a device malfunction.

Manufacturer narrative:
Additional information: the customer stated that the device was not available for return.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral percutaneous arterial access site in a 69-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (scai shock stage e). The patient had a history of prior coronary artery bypass graft surgery, known coronary artery disease, and non-dialysis-dependent renal disease, and was receiving inotropes, vasopressors, and ventilator support for respiratory support. During the course of support, the patient was noted to have distal limb ischemia. The affected leg was described as mottled and cold, with a distal pulse absent. A peel-away sheath was in place and was removed by the provider, and the repositioning sheath was advanced in an attempt to mitigate the complication. Following these interventions, improvement in leg color was observed; however, the distal pulse remained absent. The reported patient experiences included ischemia and death. Additional information received states that the nurse subsequently reported being unable to identify a distal pulse on the impella side. The provider was notified. No further interventions were pursued, as the family was leaning toward withdrawal of care. Care was subsequently withdrawn due to the patient¿s deteriorating clinical status. The death is being reported conservatively. Based on the available information, the patient¿s underlying comorbidities and acute myocardial infarction with cardiogenic shock may have contributed to the reported event. The patient expired.

Manufacturer narrative:
B5 clinical narrative updated. Section d catalog number was corrected. Ischemia/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details.